Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the door not fully latched messages, which were reproduced when attempting to run a loaded set. The messages were found to be caused by loose link screws. The screws were replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported that there was no pt injury.